Event description:
It was reported that high capture threshold and a decrease in pacing lead impedance were observed. An x-ray showed the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A small hole on the ptfe liner was noted at 1.0cm from the distal tip. This may have contributed to the complaints of unacceptable threshold and low lead impedance reported from the field. The cause of the small hole could not be determined.